Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, abscess, seroma" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, abscess, seroma, malposition, rupture.

Event description:
Healthcare professional reported, a right side rupture. Diagnosed by CT and ultrasound. Additionally, healthcare professional reported, "pea size wound at vertical/imf, leaking serous fluid"."patient noticed, "pus", "breast larger and higher", "swollen lymph nodes", "achy and redness". Later, healthcare professional reported, capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Healthcare professional reported a right side rupture diagnosed by CT and ultrasound. Additionally healthcare professional reported "pea size wound at vertical/imf leaking serous fluid," "patient noticed "pus,"" "breast larger and higher," "swollen lymph nodes," "achy and redness" later healthcare professional reported capsular contracture baker grade unknown. Healthcare professional later reported baker grade "iii". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as surgical impact and more than three opening assessed as surgical damage. Shell thickness was within specification). ¿ malposition: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ wound dehiscence: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ abscess: unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade iii.